Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The leak was coming from the pressure sensor switch and was recommended for replacement. A quote has been issued for the repair. The quote has not been accepted by the hospital at this time. No report of patient involvement.

Event description:
The hospital reported that due to a leak, the unit alarmed and no ventilation was possible. There was no report of patient involvement.